Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. The reported difficulty preparing the device was confirmed. Based on visual/functional analysis of the returned device and the analysis of the information gather during the investigation, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of a trek rx balloon delivery system, the technician was unable to pull negative on the device. There were no further issues noted with the device preparation or visually noted with the device. The trek rx was set aside and another same size trek rx was used for the procedure. There was no patient involvement or no significant delay in the procedure reported. There was no additional information provided.